Manufacturer narrative:
No device malfunction was reported. The device was not explanted. Serial number not provided for lot history review. No conclusion can be drawn. This type of event (erectile dysfunction) is not covered in the IFU. The frequency of occurrence is rare. No similar reports have been received in the last 2 years.

Event description:
Patient was implanted with invance on (B) (6) 2007. Three months follow-up visit, the physician reported erectile dysfunction, unknown cause. Intervention: levitra. Event status: unresolved, still going at last visit on (B) (6) 2008. No further information provided.